Manufacturer narrative:
Follow-up # 1 date of submission 04/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, up arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and ok keypad buttons sticking and hyper responsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the pump ok and down arrow buttons were very sensitive and the ok button will cancel a bolus. The patient reported that the up button required hard presses to elicit a response and had a delayed response. The patient reportedly wore the pump in a pocket and cleans the pump with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.